Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was an episode of ventricular fibrillation (vf) noted in which the device delivered high voltage (hv) therapy, however the hv therapy was ineffective. The return to sinus occurred spontaneously. The device was reprogrammed to resolve the event and the patient was stable with no consequences.